Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate in question found broken post-operatively. The surgeon bent the plate during implant surgery on (B)(6) 2015. The broken plate was near a screw hole and remained in the patient¿s body. Revision removal and reoperation will be performed, no specific date is known. An image reading of the x-rays was conducted by a medical director from this manufacturer and confirm that there is plate breakage as described. Patient harm was explant and reoperation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.